Event description:
This MDR is being filed as exposed material. It was reported that following an initial treatment in 2005 with a urethral bulking implant, the doctor observed exposed material approx 5 months later. Treatment volume was 1cc per side, transurethal approach, rate of injection was 1 minute, needle held at injections site for 60 seconds, position of injection was mid urethra at 3 &9 o'clock, needle was imbedded to shoulder, no blanching, blebing or coaptation noted. The patient returned to doctor's office with frequency, urgency, difficulty emptying bladder, slow stream and stoppage. The doctor observed extrusion of calcified tegress material that was noted as causing urinary obstruction in the bladder. The material was removed from bladder via cystoscopy in 2006. The onset of complication was in 2006 and resolution was the next day. Physician stated patient was a good candidate for tegress, urethral tissue appeared healthy, but may have scarring, mucosal lining and tissue elastictiy was normal.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epitheliazed. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternate bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, or acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. 1214 and 1750='l'. Baseline report previously provided.